Event description:
Patient reported left side "swollen, painful, hard" and "was scared, worried and distressed". Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event anxiety ¿ product/procedure, pain, visibility/palpability, edema and capsular contracture was requested on 14-jul-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported, left side "swollen, painful, hard". And "was scared, worried and distressed". Healthcare professional, later reported, capsular contracture, baker grade IV. Device has been explanted.

Event description:
Patient reported left side "swollen, painful, hard" and "was scared, worried and distressed". Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10aug2024.